Event description:
It was reported that during the implant procedure, when the physician attempted to connect the lead to the ventricular port of the device, they did not hear the "clicking" sound when trying to tighten the setscrew, and the lead was not able to be removed by pulling on it. The physician removed and attempted to reconnect the lead; however, the device setscrew disengaged. The device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. If additional information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event summary (B)(4): the device was returned, analyzed, and no anomalies were found. It was noted that the set screw socket was rounded. (B)(4).